Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400060 (serial: (B)(6); product type: 0191-extension; implant date (B)(6) 2024; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the extension was connected, only electrode number 7 displayed high values.  The connection was checked several times with the stimulator and the lead, but it did not resolve the issue. When the lead wire was connected to another extension, the normal range was displayed, and an initial failure of the extension was suspected. A new extension was added and after connection, electrode number 7 showed a high value, but when the lead was reconnected again, it showed a normal range.  Insertion of the lead was shallow. However, it was initially high even though it was reconnected several times.  The device was connected to a new extension, reconnected several times, and confirmed to be within the normal range.  Normally, tunneling is performed only once, but re-tunneling was required because the extension was replaced. The issue has been resolved at the time of this report. No symptoms were reported.

Manufacturer narrative:
H3: analysis of the extension (serial #: (B)(6)) revealed no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.